Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 600 mg/dl and at the time of incident it was 387 mg/dl. The customer reported that they lost cap for reservoir and customer got a no delivery alarm while filling tubing. The customer treated high blood glucose with syringe. The reservoir will not be returned for analysis.